Manufacturer narrative:
Title: from tracheal stenosis to tracheostomy displacement: a case report on a seemingly never-ending difficult airway source: international anesthesia research society. April 2020 ¿ volume 14 ¿ number 6. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, during use, the patient experienced an oxygen desaturation and upon flexible bronchoscopy it was determined that the device was dislodged. Complications related to the tube include dislodgement requiring reintubation. Because unspecified etts were utilized prior to the tracheostomy it was unclear whether branded devices contributed to patient's tracheal stenosis.